Manufacturer narrative:
H.6. As no physical samples or picture samples were received for this incident, a thorough sample investigation could not be performed. A device history record review revealed one non-conformance during the production of the provided lot number. The non-conformance was in relation to a defect in cannula assembly. Upon the detection of this non-conformance, the machinery was adjusted according to procedure. It is probable that the machine failure resulted in the defective needle reported in this incident. A project was opened to improve the cannula assembly process. The project implemented a sensor which detects if the cannula is properly assembled and discards defective product. The lot number reported for this incident was produced prior to the implementation of this project. DHR: one non-conformance related to this defect during the cannula assembly was found (qn: (B)(4). The machine was adjusted according to ot 406161032. No samples or picture are available for investigation. Retained samples were not taken for evaluation, probable root cause was found during the DHR review. Protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. (List of inspections and tests in manufacturing area is provided within attached investigation) one non-conformance was found during the DHR review. It seems probable that the root cause of the non-conformance is the same root cause of the claimed defect (machine failure). A project was open on fy'18 to improve cannula assembly process. (Project#1437). In p2 assembly machine, a sensor was already installed (cc-18-025). Using a light beam, it detects if the cannula is properly assembled or not (obstructed, semi-obstructed, inclined). If case of defect the piece discarded. This lot was manufactured before the implementation of the improvements.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
The following fields have been updated with new information. B.5. Event description: it was reported with the use of the bd phaseal¿ protector (p14) there was an issue with bent needle. There was no report of injury or further medical intervention. H.6. Correction: after further review of the information provided, this complaint is deemed not reportable. Bent needle is not a reportable event.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with bent needle. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage. There was no report of injury or further medical intervention.